Event description:
The user informed customer information center (cic) of olympus medical systems corp. (Omsc) by telephone that during the ethylene oxide gas sterilization of the subject device at the facility, gauze had been wrapped to protect the distal end of the subject device. There was no report on when this event occurred, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The proper reprocessing method had already been instructed to the user by the cic receptionist. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that there was possibility that the reported phenomenon was attributed to inappropriate or insufficient reprocessing by the user. If additional information is received, this report will be supplemented.